Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion being treated was located in an unknown severely calcified artery. The physician attempted to advance the 3.5x8mm veriflex stent and encountered resistance advancing and the device would not cross the lesion. Upon removal, it was noted that the stent strut was lifted. Procedure was completed with a different device. No patient complications were reported and patient status is good.